Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a "service required" alarm condition was observed. The device's interface board was replaced to address the issue.